Manufacturer narrative:
Product ID 97755, serial# (B)(4). Product type recharger, product ID 97745, serial# (B)(4). Product type programmer, patient, product ID 97755, serial# (B)(4). Product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient was repeatedly getting the recharge screen with no quality of charge and at times the patient couldn¿t x out of the screen and he had to take out the battery to reset. The rep later reported that the cause of the shocking and charging difficulties was not determined. Additional information was received from the patient on (B)(6) 2020. The patient reported that the controller was able to connect instantly when the recharger was disconnected but when the recharger was connected, the screen ¿kept circling for 10 minutes¿ and won¿t find the ins results in a screen that told him to ¿try again.¿ the patient reported a looking for device screen and no device found screen. The patient reported that he resets the recharger at this point and it would then find the ins, but then he constantly gets an rm06 code that tells him to call the manufacturer noting that he reset the battery pack to clear this. The patient reported that he met with the rep before christmas and that this issue with the controller had probably occurred 8 times, including the rm06. No further complications were reported.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. It was reported that the patient received the new recharger, andthe issue is better, but he is still getting error messages. Every other time that he charges, he sees the rm04 and rm06 error messages. Additionally, it was reported that when sitting, the patient was getting an intermittent jolt/pin stabbing sensation in the implantable neurostimulator pocket area which was noted to have started around (B)(6) 2020. This sensation did not happen when doing certain activities, and that it only occurred when the patient was sitting. The physician had the patient turn the implantable neurostimulator off for about a week and then come into the office for reprogramming. The manufacturer representative optimized programming on (B)(6) 2020 and turned stimulation on. The patient was then not feeling the jolt/pin stimulation sensation, and the issue appeared resolved on (B)(6) 2020. Impedances were all within normal range. The patient reported on (B)(6) 2020 that over the last few days, any time that he moves his head or changes position, he gets a jolting all over his body despite turning the stimulation way down. Turning stimulation down did not help. The patient was instructed to turn stimulation off to see if the issue resolved. No surgical interventions were planned or performed at the time of the report. There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient was given 3 new programs in the office, and jolting was not present during this appointment. The cause of the jolts was not determined, and technical services did not have a solution to the charging errors besides taking out the battery and continuing to monitor. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient states he must plug in charger 3 times before it will charge. Also, when recharging it will not tell the connection status and is blank. The patient reported it had been 3 hours and the battery still indicated 60%. The patient also stated that recently they were getting "shocks" in legs from stimulation, which they had not had previously. The patient was instructed to call to assess charger/programmer and will meet with manufacturer representative (rep) to assess programming. No further complications were reported/anticipated.